Event description:
Event description boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) with atrial arrhythmia therapy capabilities reported he has heard beeping from his device for 2 days. Information was received stating the device had triggered elective replacement indicator because of a 20.1 second charge time. The battery voltage was at middle of life 1. The device was explanted and replaced.